Event description:
It was reported that tandem mobi pump generated recurring cartridge alarms that did not occur during the cartridge loading process and affected consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, provided instructions for putting problematic pump into storage mode and returning it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.